Event description:
It was reported that the patient had high impedances results on system diagnostics. X-ray were taken and reviewed by the physician who found no abnormalities. Patient underwent exploratory surgery and the generator site and electrode site were opened and inspected. Everything appeared fine at the electrode site. The generator was taken out and the lead pin was re-inserted into the generator. Following pin re-insertion, system diagnostics were within normal limits with dc/dc code of 2. Based on this information, the cause of the high impedance is likely improper pin insertion. Attempts for further information have been unsuccessful to date.